Event description:
It was reported that shortly after pocket closure, this right atrial (ra) lead was found dislodged leading to low amplitude, high pacing thresholds and loss of capture (loc). The patient underwent a surgery wherein the lead was unable to be repositioned due to helix extension/retraction issues. As result, the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was found to be dislodged after pocket closure. Lead exhibited low amplitude/poor morphology, high pacing thresholds and loss of capture. It also exhibited helix issues during attempted reposition. Lead was explanted and replaced. No additional adverse patient effects.